Event description:
Patient admitted to (B)(6) medical center on (B)(6) 2018 with aortic leak. Patient underwent endovascular abdominal aortic aneurysm repair with graft on this same day. Patient readmitted on (B)(6) 2019 with pain and night sweats. Imaging showed abscess. Patient transferred to higher level of care on (B)(6) 2019 for evaluation and possible excision of vascular graft. Receiving facility performed image guided percutaneous needle aspiration of abscess on (B)(6) 2019. One cc of purulent fluid was sent for culture. Results showed burkholderia cepacia.